Event description:
On (B)(6), 2014 the lay user/ patient contacted lifescan (lfs) in (B)(4) alleging his onetouch lancing device holder was broken. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the lancing device was broken 1 week prior to the symptoms occurring. The patient reported on (B)(6), 2014 at 7:30pm he administered 40 units novomix insulin. The patient reported at 9:30pm he developed symptoms of ¿sweating, disoriented, nausea, dizzy and headache.¿ the patient reported he lied down, did not lose consciousness or call the paramedics. The patient reported at 10pm he ate a bar of chocolate. The patient reported at 10:30pm he tested his blood glucose on an unknown device and obtained a reading of ¿3.4mmol/l¿. The patient reported in response to the alleged issue, he stopped testing his blood glucose since then. At the time of troubleshooting, the patient reported it was not the first time the meter had been used and there was no misuse. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient reported, due to the alleged issue, he took an increased dose of insulin, developed symptoms suggestive of hypoglycemia and required self-treatment.